Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a vitreoretinal surgery under general a patient presented to the one day post operative visit with poor vision. Upon further examination and tests the patient was diagnosed with endophthalmitis. The patient was referred to another facility were they were treated with antibiotics and a second vitrectomy performed. A completed questionnaire has been received from the surgeon. The patient presented to the office for post operative visit one day following a vitreoretinal procedure. The patient presented with no pain , minimal corneal edema and a small pupil. Upon examination by the surgeon the patient was noted to have conjunctival inflammation, aqueous cell with fibrin and vitreous inflammation. A diagnosis of endophthalmitis was given. Cultures were positive for the anterior segment - gram positive cocci and the posterior segment - gram negative bacilli. Multiple intravitreal injections of antibiotics and anti inflammatory were administered. The patient is still recovering. The surgeon suspects fluid air exchange. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, preventative maintenance (pm) was performed on the battery. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, indicated the surgeon performed a partial fluid air exchange (fax), at the end of the case to re-pressurize the eye. He recalled, there was some issues with fax. And he had to stop surgery for a few minutes, which was corrected by the scrub staff.